Event description:
A customer reported a malfunction with their insulin pump after it was dropped. There was no adverse impact to the customer's blood glucose level. Tandem technical support agreed to replace the pump and instructed the customer on how to return the faulty pump. The customer was informed that they would receive a replacement pump with updated software and was given guidance on setting up and programming the new pump.